Event description:
Pheresis machine detected a fluid leak. Procedure stopped and tubing belt in centrifuge channel had a tear in it and blood leaked out. Unable to rinseback. Pheresis procedure was aborted and remainder of procedure run time was finished on pheresis machine #1.